Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with an incompletely closed clip. Visual inspection of the returned clip confirmed that clips were not closing completely. Functional testing was performed on the returned unit where all clips loaded and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ileocolic vein resection event description: [institution] report from the sales rep the doctor applied two clips and resected in between. After performing extracorporeal manipulation of the large intestine, the doctor checked the inside of the body cavity and found that both clips had come off and were bleeding. The case was completed with a new device made by another company. Initial investigation report the event unit was returned to us. There were no abnormalities on the jaw. (Pic.1) two clips sent from the facility were supposed to be sent, but only one was sent. (Pic.2) the unit will be returned to amr for further evaluation. Products available for return: 1 device, 1 label, 1 clip patient status: no patient injury intervention: the case was completed with a new device made by another company.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ileocolic vein resection. Event description: [institution]. Report from the sales rep: the doctor applied two clips and resected in between. After performing extracorporeal manipulation of the large intestine, the doctor checked the inside of the body cavity and found that both clips had come off and were bleeding. The case was completed with a new device made by another company. Initial investigation report: the event unit was returned to us. There were no abnormalities on the jaw. (Pic.1) two clips sent from the facility were supposed to be sent, but only one was sent. (Pic.2) the unit will be returned to amr for further evaluation. Products available for return: 1 device, 1 label, 1 clip. Patient status: no patient injury. Intervention: the case was completed with a new device made by another company.